Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure required maintenance. A field service engineer replaced drawer rails to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es had failed drawer, preventing user to access the fentanyl patch. The customer stated that they had delay in retrieving the medication from other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2022 to 10- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure required maintenance. A field service engineer replaced the drawer rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es had failed drawer, preventing user to access the fentanyl patch. The customer stated that they had delay in retrieving the medication from other station. There were no adverse events or injuries reported based on this incident.